Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new user experienced hypoglycemia while connected to the ilet and was advised to disconnect and consume oral glucose to raise blood glucose; the lowest reported value was 53 mg/dl, with levels outside target for about one hour, and there were no alerts or alarms reported. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.